Event description:
According to the reporter, during anastomosis of colon to rectum on a low anterior resection procedure, surgical assistant could not remove stapler from cavity after firing. The stapler was caught on the anastomotic lip and should have been advanced slightly to allow removal. The anvil was wound out further, causing the anvil detaching inside the lumen. The anvil was then retrieved. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of colon to rectum on a low anterior resection procedure, surgical assistant could not remove stapler from cavity after firing. They unwound the anvil further than normal and when the gun was removed, the anvil came off inside the lumen. The anvil was then retrieved. There was no patient injury.